Event description:
It was reported that during a procedure the fiber got defective after 4min45 and 32492 joules. The operation stopped. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a procedure the fiber got defective after 4min45 and 32492 joules. The operation stopped. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The microscopic analysis of the returned fiber identified a distal circumferential fracture (cf). Also, the angled glass was not being aligned with the firing window indicating a glue failure. Two fiber cards were returned for analysis, the card 1 indicated that the fiber was recognized, was fired, and a soft joule limit was issued. Card 2 indicated that the fiber was not expired, was recognized, and was fired. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of physical breakage/separation/detachments along the length of the fiber body and tip. There was severe detritus on the fiber tip, which is indicative of heavy tissue contact during use. The heavy tissue contact, or burying the tip into tissue, can cause overheating to occur and is the likely cause of the cf, the glue failure, and the aborted procedure confirming the reported event. Functional testing to verify the forward firing output rate showed is below the threshold for potential patient harm. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed and there was no evidence that the device was not used in accordance with the IFU. These IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Malfunction of laser fiber or console resulting in an injury or prolonged procedure. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Based on the information available, a conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber got defective after 4 min 45 and 32492 joules. The operation stopped. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.